Event description:
Spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("the one on my right essure coil migrated out of my uterus causing a lot of pelvic pain") in a female patient who had essure inserted. Concomitant products included budesonide w/formoterol fumarate (symbicort), naproxen, salbutamol (albuterol) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced device expulsion (seriousness criteria disability, medically significant and intervention required) with pelvic pain. The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results: in an unknown date the patient underwent hysterosalpingogram, which suggestive of the one on my right essure coil migrated out of my uterus causing a lot of pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5080265) on 22-oct-2018. The most recent information was received on 15-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the one on my right essure coil migrated out of my uterus causing a lot of pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included budesonide;formoterol fumarate (symbicort), naproxen, salbutamol (albuterol) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria disability, medically significant and intervention required) with pelvic pain and device dislocation ("migration"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and device dislocation outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: there are 2 essure is identified in the pelvis however there appears to been a displaced third catheter seen in the right lower quadrant. Diagnostic results: in an unknown date the patient underwent hysterosalpingogram, which suggestive of the one on my right essure coil migrated out of my uterus causing a lot of pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. On 29-jun-2020: mr received: reporter was added, lab data was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5080265) on 22-oct-2018. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the one on my right essure coil migrated out of my uterus causing a lot of pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included budesonide;formoterol fumarate (symbicort), naproxen, salbutamol (albuterol) and sumatriptan. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria disability, medically significant and intervention required) with pelvic pain and device dislocation ("migration"). The patient was treated with surgery. Essure was removed on (B)(6)2018. At the time of the report, the device expulsion and device dislocation outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. Diagnostic results: in an unknown date the patient underwent hysterosalpingogram, which suggestive of the one on my right essure coil migrated out of my uterus causing a lot of pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received-new event migration was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5080265) on 22-oct-2018. The most recent information was received on 31-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("the one on my right essure coil migrated out of my uterus causing a lot of pelvic pain") in a female patient who had essure inserted. Concomitant products included budesonide w/formoterol fumarate (symbicort), naproxen, salbutamol (albuterol) and sumatriptan. On (B)(6) 2013, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced device expulsion (seriousness criteria disability, medically significant and intervention required) with pelvic pain. The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. Diagnostic results: in an unknown date the patient underwent hysterosalpingogram, which suggestive of the one on my right essure coil migrated out of my uterus causing a lot of pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.